Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec38-10l is classified as ife (import for export), therefore 510k is not applicable. A same model (ec38-i10l-us) is distributed in the USA only with 510k number k131855.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " no video image" involving pentax model ec38-i10l/ (B)(4). No further information was provided at the time of the report. The device was returned to pentax for evaluation. Pentax has made 2 good faith effort attempts to collect additional information from the facility. No further information has been received. Pentax service inspectional findings included: unit tested all function pass, passed wet leak test, passed dry leak test. The customer complaint was not confirmed. No repairs were required; therefore, the device was returned to the loaner inventory. The device has been routinely serviced by pentax since install.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code). Additional information: h4:device manufacture date.